Event description:
Procedure: open double lobectomy. Reportedly, the surgeon experienced a staple line malformation. The malformation occurred across the lung tissue during the wedge resection. The staple line did not leak and the surgeon oversewed the failed staple lines at the end of the case adding approximately 15 minutes to the procedure. There was no patient injury reported.